Event description:
Same case as MDR ID: 2134265-2012-04842, 2134265-2012-04844, 2134265-2012-04845, 2134265-2012-04846. It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented with extensive vascular disease and the treatment was an attempt to prevent amputation. Vascular access was gained via the femoral artery. The 100% stenosed chronic total occlusion, 30-50cm long x 6-7mm lesion was located in the moderately calcified superficial femoral artery. The physician placed 5 epic vascular stents (7mmx60mmx120mm, 7mmx99mmx120mm, 7mmx118mmx120mm, 6mmx120mmx120mm, 6mmx120mmx120mm) successfully. The following day the patient was being prepared for discharge when the patient coded and could not be resuscitated. In the opinion of the physician, there was no correlation between the stenting and the death.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).